Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could smell insulin; however, no leakage was observed at the infusion set site or luer lock. Customer changed the pump supplies. Air bubbles were observed in the infusion set tubing. Tandem technical support assisted the customer with the removal of the air bubbles. Blood glucose was in the 400 mg/dl range.